Event description:
Anesthesia service initiated spinal anesthesia using bbraun pencan® 25 ga. X 3½ in. (90 mm), bupivacaine 0.75% with dextrose 8.25% tray (kit) (bbraun item # 333851 lot # 0061907117). Patient was unable to achieve spinal anesthesia and was converted to general anesthesia for c section. Multiple similar cases reported with above kit from the same lot #.